Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit had a safety disk error. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and safety disk previously replaced against order (B)(4). To fix the issue fsr reset safety disk timer, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.